Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported ((B)(6)) the pt's ipg prematurely depleted without giving a warning message. Longevity was calculated at 49.7 months. The pt was only implanted for 33 months. The pt's ipg was replaced with a new one. The pt is receiving effective stimulation.